Event description:
It was reported that(1) tlc75 was used during a colectomy procedure. It was reported by the rep that the cutter did not fire after removeal from packaging.another instrument was used in its place to complete the case and there was no consequence to pt.